Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between april 3, 2024 ¿ april 5, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor ran too fast during patient use. The device ran over 17 hours instead of 24 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.